Manufacturer narrative:
Product complaint # (B)(4). Additional information: qty to be returned from 1 to 11. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the products in three cases were together in the bag, it is unclear which case each was used for. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was another drain needed to correct the situation? = no if yes, was the new drain placed surgically during a second procedure? = na please perform and document the follow up attempt for product return. =the device has been received at sukagawa and will be shipped. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total laparoscopic hysterectomy on (B)(6) 2024 and a drain was used. The negative pressure could not be applied the device could suction when wound closure without problems. The negative pressure could not be applied in the night ward. (The bag had been swelled.) Since the bag was quickly swelled, the waste liquid part was wrapped a tape around and removed the next morning. Patient had a sound like an air leak from the waste liquid part. Further details are not provided. One sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: complaint sample review : sample received: one complaint sample of drain with preattached adapter was received for evaluation, product was inspected visually and functionally, no negative observation was identified (video of functional test). Samples received: total 10 products in well intact packaged (original packing) were received for evaluation, all the products were checked visually, no negative observation was found. For reference, one product was checked functionally, no negative observation was found (video of functional test). Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.